Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the right ventricular (rv) lead setscrew seal plug. Next, the pacing and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. The hole in the seal plug allowed fluid into the sensing pathway, which was the cause for the noise seen during the revision procedure.

Event description:
This supplemental report is being filed with analysis results.

Event description:
It was reported that during an procedure for therapy upgrade from pacemaker to cardiac resynchronization therapy defibrillator (crt-d), the crt-d device was an attempted implant due to oversensing with pacing inhibition that lasted for approximately one minute. It was noted that the patient was pacer dependent. The device not used, and was returned for analysis. No adverse patient effects were reported.